Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3, b6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU and may prevent the event: ¿chapter 4 reprocessing workflow for endoscopes and accessories ¿chapter 5 reprocessing the endoscope "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device passed visual and functional testing, no problems were found. Prior to device evaluation, the scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The customer provided the cleaning, disinfection and sterilization (cds) practices performed onsite at the user facility. Per the customer, there were no deviations/deficiencies concerning reprocessing. The device was rinsed before manual disinfection, all channels were flushed with and immersed into the disinfectant and the disinfectant concentration and expiration date were controlled. The customer was used sterile water. The device was dried by wiping with sterile paper. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope was sampled three (3) times and tested positive for one (1) colony forming unit (cfu) of pseudomonas, over 100 cfus of staphylococcus epidermidis and one (1) cfu of fusarium sp. According to the customer, this device was never used. The sampling occurred after storage between four (4) and five (5) hours after treatment. The device was reprocessed the morning of each sampling. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.